Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The implant housing dislocated and moved further down. The user was re-implanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to a migration of the implant housing from its intended position. Further, during device investigation damage to the active electrode caused by device minute mobility was found. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The implant housing dislocated and moved further down. The user was re-implanted.